Event description:
The customer reported, a power supply failure. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a power supply failure. There was no report of pt involvement. The device was evaluated by a philips field service engineer. The reported symptom was clarified as the device failed to charge the battery on ac power. The ac power supply was replaced to resolve the issue.